Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the reported error was confirmed and replicated. Upon visual inspection, the rolling loop fiber is misaligned and damaged, that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check all boards was found to be failing on axes controller carriage (acc), replicating the reported event. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the rolling loop fiber.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer encountered an error 319 on the universal surgical manipulator (usm)1. The customer hard power cycled the system but the issue remained. The customer disabled the usm1 and continued the case with the remaining three usms. The procedure was completed with no reported injury.